Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 year and 1 month after the primary surgery, the surgeon revised all medacta hardware and reimplanted competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8 may 2025. (B)(4) items manufactured and released on 31/01/2024. Expiration date: 15/01/2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2314461 (B)(4) items manufactured and released on 08/08/2023. Expiration date: 22/07/2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058) lot. 2242354 (B)(4) items manufactured and released on 07/03/2023. Expiration date: 19/02/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2315418 (B)(4) items manufactured and released on 08/11/2023. Expiration date: 15/10/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.